Manufacturer narrative:
H10: additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, a blank liquid crystal display was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be fluid intrusion. The processor printed circuit board, the input /output printed circuit board and the display require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had the liquid crystal display blank during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.